Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device history record review was attempted. The lot number cannot be identified and a device history record review therefore cannot be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follow: it was reported that on (B)(6) 2016, collinear clamp black handle broke while being used as a reduction tool to reduce femoral shaft fracture. This report is for one (1) sliding mechanism. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: the investigation of the complained collinear reduction clamp sliding mechanism (part 314.291, lot 10-7739) shows that the plastic handle indeed broke of as per reported event description. The breakage occurred at the screw fixation; the broken off portion is not available for investigation. The device is almost seven years old and has the typical appearance of frequent use. The review of the manufacturing documents showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. As there no particular event description was received from customer, no definitive root cause was able to be determined. However, the failure mode is typically associated with excessive loading and/or rough handling. Proper application of the device is addressed in the technique guide. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was completed for part# 314.291, lot# 10-7739. Manufacturing location: (B)(4), manufacturing date: jun 01, 2010. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device is not expected to be returned to the synthes manufacturer for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received. The breakage of the collinear reduction clamp occurred during a revision surgery. The revision surgery was for an implant breakage caused by a fall. It is unknown what the patient was initially implanted with. It is unknown if it was a synthes device. The breakage of the collinear reduction clamp did not generate any fragments. No medical intervention required. The revision surgery was successfully completed.